Event description:
It was reported that the patient with these non bsc epicardial lv leads was having continuous prenic nerve stimulation (pns). A new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).